Event description:
It was reported that the patient's implantable cardiac monitor (icm)had intermittent t-wave oversensing (twos). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was undersensing.